Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The abdominal aortic aneurysm is 10 cm in diameter. The vessel morphology was reported as the native bifurcation was very narrow, 21 mm in diameter. It was reported that the bifurcated stent graft was implanted however; the physician was unable to cannulate the contralateral limb with the guidewire. The stent graft folded/kinked occluding of the contra-lateral limb, due to the narrow diameter in the bifurcation. The physician elected to convert the bifurcated stent graft to an aui with the implantation of the talent converter and performed a femoral to femoral bypass. The final angiogram was performed and there were no endoleaks. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (anatomy related; small distal aorta), inherent risk of procedure (fem-fem bypass, kink). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; small distal aorta).